Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient began treatment with intraperitoneal injection of fortum 1 gram for fifteen days and injection of amikacin 250 gram for fifteen days (route not reported) for the event of peritonitis. At the time of this report the patient outcome of this peritonitis event was unknown. The action taken with the dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.